Event description:
Attempted to thread needle, met slight resistance. Stopped and attempted to pull wire and needle out resistance noted again. Pulled needle out then wire out with resistance at the top of the tissue at the insertion site under skin, lightly (with no force). Pulled wire out with covering of wire left in tissue. Using fluoroscopy inside one (1) inch incision, piece of wire was pulled out. Area cleaned and sutured, then covered with dermabond.====================== health professional's impression======================malfunction sleeve removal